Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced exposure of vaginal mesh, infection of implant, pain, urinary problems, vaginal bleeding, dyspareunia, discharge and trouble voiding bowels. An excision and removal of the mesh sling. Urethrorrhaphy, destruction of vaginal lesions and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.